Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers husband reported via phone call that patient were experiencing high blood glucose. Blood glucose level at the time of the incident was 589mg/dl. It was reported that the insulin pump showed half battery and then it turned off without any warning. Customer decline for troubleshooting .the insulin pump will not be returned for analysis.